Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman flx¿ left atrial closure device was implanted. During a control echocardiogram, a thrombus was detected on the closure device. The patient was prescribed clexane. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Upn - search updated from unk727 - watchman delivery system - cmc - maple grove (intervent cardio) - a 60000 to m635ws30060 - fg watchman laa closure device 30mm ous - ws-3006 upn updated from unk727 to m635ws30060. If implanted, give date updated from (B)(6) 2016 to (B)(6) 2014. Describe event or problem and catalog/model # updated (B)(4).

Event description:
It was further reported that the patient had atrial fibrillation ablation in (B)(6) 2015. In (B)(6) 2016, a thrombus was detected during a transesophageal echocardiogram (tee) and clopidogrel was prescribed. In (B)(6) 2016, the thrombus was smaller but the patient was prescribed sintrom (acenocumarol). In (B)(6) 2017, the size of the thrombus was reduced to 0.93 x 0.59 and there was a small inferior leak which was 2.84mm.

Manufacturer narrative:
Brand name updated from watchman flx¿ left atrial closure device with delivery system to watchman ® laa closure device and delivery system. (B)(4).

Event description:
It was originally reported that the device was a watchman flx¿ left atrial closure device; however, the correct device is a watchman ® laa closure device and delivery system.